Manufacturer narrative:
Report source: (B)(6). Reported event was confirmed by inspecting the returned instrument. Upon initial review, the device was difficult to operate. However, after applying steris hinge-free lubricant to the affected joint, the device functioned as intended. Device history record was reviewed and no discrepancies were found. Per the packaging insert associated with the device ¿after cleaning, lubricate moving parts with a water soluble lubricant, reassemble and tighten screws where appropriate.¿ the issue is believed to have arisen due to improper maintenance of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the dial on the adjustable intramedullary femoral guide was fused and would not turn.